Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold and an opening. Leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp(edge) opening assessed as an unidentified (tear) opening. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge due to an unidentified(tear) opening.

Event description:
Health professional reported left side deflation. Device was explanted.